Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the iliac artery. An 8.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. As the device was pulled out, the catheter separated. Part of the catheter remained in the patient and the other part came out. An attempt to remove the remained portion of the device was made, but the patient was then taken to the operating room for surgical removal. The device was removed. No patient complications were reported and the patient's status was fine.